Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead exhibited increased capture threshold and intermittent loss of capture. The lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition throughout.